Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on an unk date. It was reported the pt has experienced falls and can no longer establish telemetry between his ipg and pt programmer. An appointment with the physician will be scheduled for further interrogation of his scs system.